Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular lead impedance and threshold increased over approximately a six month period. There was no sudden impedance variation, no oversensing nor lead integrity issues, the electrogram was normal, and the patient reported no falls nor drug changes, so the lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.